Event description:
It was reported that the lead would not advance all the way into the implantable neurostimulator (ins). The hcp (healthcare provider) tried several means to get the lead to advance but it would not. He tried a new ins and the issue was resolved. The patient was doing fine.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.